Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon 10 microcatheter marker point was missing. The patient was undergoing aneurysm embolization surgery for treatment of an aneurysm. The access vessel was the right femoral artery with a diameter of 14.2 mm. It was noted the patient's vessel tortuosity was normal. It was reported that the echelon 10 microcatheter marker point was not visible in the body. Upon withdrawal, it was found that the marker point was missing. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
H2/h3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damage was found with the echelon-10 hub. No damage or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found separated from the remaining micro catheter and not returned for analysis. The break edge was found jagged. The catheter tip (distal ~3.0cm) appears to have been shaped. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~153.0cm and the usable length (to the proximal marker band) was measured to be ~145.1cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. Customer reported that the marker band was not dislodged within the patient. It is possible the catheter break occurred during removal from packaging or during preparation or shaping. In addition, catheter tip damage could occur if the tip protector was not squeezed during the removal, causing the tip to become stuck within the tip protector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The cause of the event was not determined. It is unknown whether the marker point was attached to the catheter out of the packaging. The marker point did not become dislodged inside the patient, and therefore, no marker point was left inside the patient and no additional procedure is scheduled for its removal. The aneurysm was anterior communicating artery.